Manufacturer narrative:
Age at time of event: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. The transfer set had been leaking for eight days, at the time of the replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (update b17 to b01, c20 to c19, d15 to d14) and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was further reported the transfer set leaked at the female connecter when the clamp was opened and closed. The patient was performing therapy with a continuous ambulatory peritoneal dialysis (capd) bag. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.